Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not able to rewind. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was able to rewind properly however, had unexpected seated at the beginning of the displacement test followed by insulin block flow alarms; the problem was isolated to the force sensor. Unable to perform seating, basic occlusion, occlusion, force sensor and displacement test due to force sensor anomaly. The motor was tested outside the device and passes. The insulin pump was received with operating currents within specifications and passed self-test. The insulin pump had minor scratched display window and case.